Manufacturer narrative:
Device evaluation summary: the product was returned to mentor. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the saline 275 cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: adverse event. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a female patient underwent breast surgery with 275cc saline mentor breast implants and experienced deflation and baker grade iii capsular contracture on the left side and an unspecified adverse event on the right side postoperatively. As a result, the patient underwent bilateral device removal and replacement with competitor products on (B)(6) 2020. This report is for the patient's right-sided device.